Event description:
It was reported that implantable neurostimulator (ins) battery depletion was normal but the reporter expressed dissatisfaction with longevity. It was noted that the battery depletion was being reported as premature. It was noted that the 2014 (B)(6) the patient would have the battery changed out. It was noted that the patient was using contact 2 as cathode and contacts 3 and 1 as anodes with 5.6 volts, 185 hertz rate, and 120 microsecond pulse width. It was noted that the reporter did not have therapy impedance at this time. It was noted that they were concerned because, the ins lasted only 6 months. Additional information received reported that the health care professional (hcp) thought that the device should have lasted longer. It was noted that impedance values were still unknown but were planned to be taken in the future. It was noted that the device would be returned for analysis after the procedure. Additional information received reported that the battery depletion was considered a malfunction. It was noted that the reporter was not able to get current impedance values but would on the day of surgery.

Event description:
Additional information received reported both generators had been replaced 18 days prior to report. It was stated it was unknown when the ins had reached eos. It was noted the results of the impedance testing showed 607 ohms. It was stated the depletion was not considered normal based off of the settings.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v063567, implanted: 2008 (B)(6); product type lead product ID 37602, serial# (B)(4); product type implantable neurostimulator product ID 3387s-40, lot# v063567, implanted: 2008 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37602, serial# (B)(4); product type implantable neurostimulator. (B)(4).